Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing constant pain and limited mobility.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The lot number of the products are unknown; therefore the device history records, complaint history could not be reviewed. The reported devices are used for treatment. It is reported that a legacy zimmer liner and shell were used with a restoration modular stryker revision stem. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. However, the extent to which the incompatibility contributed to the issue cannot be determined with certainty. The surgeon letter notes that, the patients multiple replacement and revision surgeries have resulted in major bone loss and unfavorable geometry of the prosthetic parts. It is stated that the multiple grafted and reinforced femur is no longer undergoing significant accretion of new bone. The surgeon states that mandatory reduction of ambulatory activity has worsened the patients condition resulting in bony tissue resorption. A definitive root cause cannot be determined with the information provided.